Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be unresponsive. The keypad cover was opened and there was no evidence of contamination found under any of the key contacts. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Moisture was observed inside the display screen. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and further moisture was found on the keypad connector and printed circuit board.